Event description:
It was reported that the catheter broke in two during removal. One piece of the catheter was left in the body and required surgical removal.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.